Manufacturer narrative:
Device had unresponsive buttons at up due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to unresponsive button. However, keypad flattened button dome switch (creased) was found on esc and act. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error repeated several times last week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.